Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server end time order was available. A technical support specialist test server and checked settings, verified that the setting was 120 minutes, verified the setting has a value set, checked with customer if time was correct at the station and it¿s a physical device and follow up with the customer group, customer had changed the setting from 120 to 180 to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ es server end time order was available. When doing orders in epic that are bid x3 days the nurse was unable to pull medication out 2 hours after the order ends. There were no adverse events or injuries reported based on this incident.